Event description:
The customer stated that the cell-dyn emerald analyzer is generating higher than expected patient results for the platelet count (every 15 samples, the instrument generates a discrepant result). While troubleshooting the issue (performing a precision), the customer indicated that a result of 1300 k/ul was generated from one patient sample when it should have been 200 k/ul. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.